Event description:
On (B)(6), 2011, a complainant alleged that a patient in their hospital may have ingested cavicide.

Manufacturer narrative:
The attending nurse was unable to confirm whether or not the patient actually ingested the product. It was reported that the nurse only found a bottle of cavicide by the patient's bedside. The patient was sent to the emergency room where he was monitored and then transferred to the ICU. Within twenty-four (24) hours, the patient allegedly exhibited symptoms of black stools. An endoscopy was performed and revealed that the patient had gastrointestinal bleeding; however, it was noted that the patient has a history of this condition. He was placed on pantoprazole and an acid reducer to promote healing in the gastrointestinal tract and was transferred to the regular floor, where he is currently recovering.